Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 3 -''the main arm cannot communicate with the motor arm'' and pump error 54 ''hal software error detected''.  Customer experienced hypoglycemia. The blood glucose value at the time of the event was 55 mg/dl. Low glucose was treated by glucose intake. Troubleshooting was performed. The customer was able to clear the alarm successfully and stated that the pump rewind was completed. It was unknown that the customer was using pump within 48 hours prior to event or not and unknown about weather auto mode feature was active at the time of the event or not. Customer will discontinued using the insulin pump and will be returned for analysis

Manufacturer narrative:
Unit passed displacement test and self-test. The p-cap/reservoir does lock properly. Unit successfully downloads to thus. No pump error 54 and pump error 3 noted during testing. However, confirmed pump error 54 (line number 1421 file number 32122) in the pump history download on 07/04/2023 20:49:37.000 due to software error as per global logic analysis esf3010978. Confirmed pump error 3 in pump download history on 07/04/2023 20:49:39.000 is expected behavior as a consequence of pump error 54 as per global logic analysis esf3010978. No moisture damage noted to motor assembly per visual inspection. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, keypad overlay peeling, end cap address label missing, broken belt clip rails, and serial number label stained. Pump passed required testing and no pump errors noted during testing. Confirmed pump error 54 and pump error 3 in the pump history download due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.